Event description:
On (B)(6) 2003, pt to the operating room for laparoscopic vaginal hysterectomy. On (B)(6) 2003, pt went back to the operating room because of bleeding. Upon exam of the previous days suture line, the doctor determined that the stapling line misfired and the pt was bleeding from that area. On (B)(6) 2003 ebl = 200cc. On (B)(6) 2003 ebl = 850cc.